Manufacturer narrative:
A review of device history record and review of production records cannot be performed as there is no serial number of the pump mentioned within the complaint received. Also complaint data cannot be reviewed on this device. This is a complaint from the year 2020. The follow up MDR will be created when we have additional information available on the pump. Investigation cannot be performed as pump is not available for evaluation. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event. Intended library: (B)(6). Actual library: (B)(6). Specific library version unknown, but these accounts use different clinician codes. Device rendered inoperable for the user which received it.

Event description:
On (B)(6) 2020 a complaint was opened in qos intuvie received a complaint that the pump has incorrect library configuration. No other details were provided associated with the event. No patient harm was reported in this complaint.

Manufacturer narrative:
This complaint is being reopened for device evaluation as the pump has been returned. There is previous complaint on this device, see (B)(4). In cq. The pump was tested with the following testing protocol for battery and power complaints. The pump's event log was pulled as part of the evaluation and upon review it was noted that there was no evidence of an abrupt power off found in the log, as reported by the end user. An abrupt power off can usually be seen in the pump's event log by the "log_event_on" code without an "log_event_off" code before it, meaning that the pump powered off on its own, but there were no instances of this found in the log. A 100 ml infusion was ran on the pump using the end user's parameters of a 46 hour infusion. The infusion ran for 100 ml at a rate of 2.2 ml per hour. The infusion was successfully completed and the pump did not power off abruptly before finishing. The infusion was ran using an hs-008 IV cassette with lot # 2304023 and expiration date 03/17/2026. Upon further evaluation there were no loose connections or components inside of the device, which could have contributed to the reported malfunction. It was also noted that the pump's label with all of the model information was completely erased, and the only way to verify the pump's model information is by physically turning it on to see all information as it powers up. Functional testing did not confirm the reported condition and was unable to be duplicated. Reported issue not found, device does not meet specification. There was no clinical or impact health effects associated with this report. This complaint has been reviewed, evaluated, and determined to be a part of CAPA. Reference complaint # (B)(4).